Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate, nor confirm the customer reported complaint of "the instrument was out of uses/expired prematurely, even though there were unused lives left". For clarification, the instrument was returned in an expected condition. The instrument had 7 lives remaining based on instrument logs during in-house testing, as well as the white end of life indicator displayed on the instrument. The part was returned with a reported complaint that does not affect functionality. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the tenaculum forceps was performed. Per logs, the instrument was last used on (B)(6) 2020, on system sk3047, which was on the 3rd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument was out of uses/expired prematurely, even though there were unused lives left. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.